Event description:
An elective explant of the evoke spinal cord stimulation (scs) system was performed. Additional details regarding the explant were not provided to the saluda representative.

Manufacturer narrative:
The event date was not provided. The event date has been documented as (b(6) 2026, the same date saluda medical was made aware.